Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump ok button is sticking. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.